Event description:
The device was implanted on 11/26/96 for infusion of chemotherapy through the hepatic artery. On 1/2/97, the physician contacted a MFR nurse and reported that at the time of implant, the device was primed per the MFR's procedure in the o.r., and at least two beads were observed flowing from the device catheter prior to implant. The device fluorescein study demonstrated excellent perfusion of the liver. The physician thought that the device had been flushed after the fluoroscein injection. At the last device refill 12-24 days post implant, the residual volume (rv)=40ml. The facility nurse flushed the device with heaparinized normal saline "initially meeting slight resistance, but then flowing freely". Today (1/2/97) at approx 4 weeks post implant, the rv=47ml. The pt was sent to radiology for a "sideport arteriogram", but the radiologist reported that the device was occluded and an injection could not be done because of resistance encountered. Aspiration of the device was attempted and "yellow fluid" was aspirated. The physician inquired what the color of the "charging fluid" in the device was. The MFR nurse stated that it would be extremely unlikely that either the charging fluid or the contents of the reservoir were aspirated as described. The MFR nurse then suggested that if the needle was misplaced or if the flow path was not intact, the yellow color may be from a seroma. The physician stated that the device pocket has been aspirated once since implant for a small amount of dark serosanguinous fluid. No blood was aspirated from the device at the time of implant or at the device access two weeks ago. The physician stated that he is aware that the device septum can be dislodged from excessive pressure generated during device injections, but he doubts that this occurred either today or at the device access two weeks ago. The MFR nurse recommended that the device be accessed under fluoroscopy to verify needle placement and to rule out device septum dislodgement, and if the flow path is found to be occluded, the declotting procedure be performed. The physician requested that a MFR rep be present for this procedure on 1/6/97.

Manufacturer narrative:
The MFR has completed co's analysis of the returned device and the results are as follows: the device center and sideport septa showed normal usage with no evidence of internal damage. The device sideport septum was dislodged as received. The device sideport was not patent, after being reseated. The device did not flow as received. The distal end of the device capillary tubing was occluded with blood. Post removal of approx. 1/2 of the total length of capillary tubing, the device flow rate was restored to 198% of the original mfg flow rate. The device was leak tight. A "pop-test" on the device siedport septum revealed that the septum did not dislodge until a pressure of 80 psi was applied. A review of the device history record was performed on this part/serial number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. The facility's report that the device sideport septum had dislodged was confirmed. Based on the available info, this event appears to have been the result of over pressurization of the device sideport. In addition, the cause of the initial slow flow and occluded device sideport could not be confirmed; however, the presence of blood in the device capillary tubing indicates that the device sideport had been aspirated. (Per the physician's report, the radiologist attempted to aspirate teh device sideport on 1/2/97). Per the device clinician's manual, aspiration of the device sideport may cause a permanent occlusion of the drug flow path, necessitating explantation of the device. The MFR sales rep. Is hand delivering the close letter for this report and will discuss the analysis results with the physician. Although not part of the MFR's original oct., 1992 device safety alert, instructions provided in the alert guidelines apply to this device. No further details are available. The MFR is now closing its file on this report.